Event description:
657 days post index procedure, the patient experienced a stent thrombosis (st) and a target vessel revascularization (tvr). The index procedure treated 1 target lesion. The target lesion was a moderately calcified, mildly tortuous, 90% stenosed portion of the ramus. The vessel was 2.5mm in width, and 13 mm in length. The physician pre-dilated the lesion prior to placing a 2.5 x 24 taxus express2 stent. Residual stenosis post deployment was 0%. The patient was discharged one day post index procedure receiving aspirin and plavix. On day 657, the patient experienced a st and a tvr (edge restenosis) which were treated with plain old balloon angioplasty (poba). In the opinion of the physician, the st and tvr had a probable relationship to the taxus stent. The st and tvr both resolved one day later.